Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the gas readings from the lab (partial pressure of oxygen (po2) and hematocrit) were much lower than what the monitor was reading. The device was not changed out. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.